Event description:
A review of service data detected a reportable event. During servicing of battery pack sn (B)(4) it was found that the battery pack was unable to hold a charge. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon investigation, the battery was unable to hold a charge. The cause was a non-functional benchmarq (B)(4) gas gauge chip u3. The cause of the non-functional benchmarq (B)(4) gas gauge chip was a cracked resistor (r14). The root cause of the cracked resistor was unable to be positively determined. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.